Manufacturer narrative:
Other, other text: additional information: h6 this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4) a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that this is the fourth treprostinil cadd cassette that has alarmed on two pumps, no disposable, and beeping. The issue was unable to be resolved. He has already received a new pump as thought was the pumps, but happened on a new pump received as well as a backup pump. Cassettes have been from last two shipments. No further details provided. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.